Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Just an added note. I was able to speak with (B)(4) after he had spoken to (B)(4). We went over the problematic issue with calibration of the 8100 pump patient-side occlusion. They have a handful of devices failing the zero pressure, because the upstream voltage being in the 4 volt range. Please contact john to get some devices for failure evaluation. (B)(4).. He had several lvps 8100 failed pressure calibration. He insisted it was the issue with asm10.33 software. I told him we have not heard any issue with pressure calibration caused by asm software.